Manufacturer narrative:
To date the device involved in the reported incident is not expected for return. An investigation has been initiated based on the reported info.

Event description:
It was reported by medwatch the following: "a subdural drain placed by the surgeon for the pt's acute and chronic subdural hematoma. The subdural drain was not draining, so a second surgeon, who was taking calls for all neurosurgery cases, attempted to pull the drain. When the drain was pulled, it remained stuck until the end/tip of the catheter dislodged and was left in the cranial cavity. The pt's condition warranted a secondary craniotomy, removal of the tip, and replacement of the subdural drain." "Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure?". "No". "What was the original intended procedure?". "Left frontal craniotomy, evacuation of subdural hematoma." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.)"